Event description:
A report was received that the patient was not receiving adequate stimulation and the leads showed high impedances. The patient underwent a revision procedure wherein the leads, splitters, and clik anchors were removed and new leads and clik anchor were implanted. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(6), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(6), description: infinion splitter 2x8 kit (30 cm), model#: sc-4316, lot #: 15877657, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.